Manufacturer narrative:
Health effect impact code updated. The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Marx a, siebold r, sobau c, saxler g, ellermann a. Ersatz des vorderen kreuzbandes bei kindern und jugendlichen mit offenen wachstumsfugen [acl reconstruction in skeletally immature patients]. Z orthop unfall. 2008 nov-dec;146(6):715-9. German. Doi: 10.1055/s-2008-1038994. Epub 2008 dec 12. Pmid: 19085718.

Event description:
It was reported that on literature review ¿ersatz des vorderen kreuzbandes bei kindern und jugendlichen mit offenen wachstumsfugen [acl reconstruction in skeletally immature patients]", after surgery with a suture washer, 1 patient presented infection and required irrigation. No further information is available.